Manufacturer narrative:
(B)(4). Date sent: 05/26/2016.

Event description:
It was reported that during an unknown procedure, an error occurred frequently and the blade was broken off outside the patient. No pieces fell into the patient. The error code/message was unknown. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.